Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): equinoxe reverse 42mm glenosphere - 320-01-42, (B)(4). Equinoxe reverse adapter plate tray +0 - 320-10-00, (B)(4). Equinoxe reverse locking screw - 320-15-05, (B)(4). Equinoxe reverse torque screw kit - 320-20-00, (B)(4).

Event description:
As reported, approximately 26 months post the initial implant, this male patient complained of instability. The surgeon upsized components on left shoulder. The patient was last known to be in stable condition following the event. Devices will not be returned due to hospital policy.